Manufacturer narrative:
Batch review performed on 21-mar-2023 lot 2109617: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2005603: (B)(4) items manufactured and released on 21-oct-2020. Expiration date: 2025-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 4 months after the primary surgery, the patient came in reporting pain and the surgeon observed that the patient was dislocating during external rotation and the cause is unknown. The surgeon revised successfully the glenosphere, liner, and metaphysis.